Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, and consumables kits used during this event were requested to be returned to acist for testing. A copy of the cine-angiogram was also requested, but the user facility elected not to provide this information. Additional information has been requested from the user facility regarding this event. Upon completion of testing, a follow-up report will be submitted to FDA.

Event description:
Narrative: user facility reported that during an angiography, a patient expired. Air was injected upon the first injection of contrast media. The user facility reported that the cause of the event was most likely due to user error. (B)(4).